Event description:
Patient stated pump has reset and lost programming. Patient does have a back up pump. No other information known. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the reported product occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver.